Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a power source alert occurred after plugging the pump into the computer port. The customer's blood glucose (bg) was 91 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer plugged the charging cable into a wall outlet.